Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Serial#: (B)(4); mfg date: 06/30/2016. Serial #: (B)(4). Serial #: (B)(4). It was reported that two batteries were not recognized by the controller and if they were, would rapidly discharge. Two batteries ((B)(4)) were returned for evaluation. Two batteries ((B)(4)) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the non-returned batteries' manufacturing documentation confirmed that the associated batteries met all requirements for release. Failure analysis of the returned devices revealed that the batteries passed visual examination and functional testing; the returned batteries were able to be recognized by a controller and adequately provide power. Failure analysis of the non-returned batteries could no be performed as the batteries were not available for evaluation. Log file analysis revealed that the batteries discharged as expected when in use. Additionally, analysis of log files revealed that the controller, (B)(4), in use during the event date contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4) and premature power switching events that were due to communication errors involving (B)(4). The recorded power switching was most likely perceived by the patient as the reported batteries that would rapidly discharge.  The most likely root cause of the power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. However, an internal investigation has been opened to evaluate the momentary disconnections. Note: (B)(4) was evaluated under MFR# 3007042319-2017-01341. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
It was reported that two batteries were not recognized by the controller and if they were, would rapidly discharge. Four batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries passed visual examination and functional testing; the returned batteries were able to be recognized by a controller and adequately provide power to a controller. Log file analysis revealed that the batteries discharged as expected when in use. Additionally, analysis of log files revealed that the controller, (B)(4), in use during the reported event date contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4) and premature power switching events that were due to communication errors involving (B)(4). The recorded power switching was most likely perceived by the patient as the reported batteries that would rapidly discharge. The most likely root cause of the power switching events can be attributed to momentary disconnections and communication errors between the controller and batteries. The reported "batteries not recognized by the controller and would rapidly discharge" could not be confirmed; the returned batteries were able to be recognized by a controller and adequately provide power. However, power switching events due to communication errors and momentary disconnections were recorded. This was most likely perceived by the patient as the reported power consumption issue. Heartware has opened an internal investigation to address momentary disconnections. (B)(4) - battery. Device available for evaluation: yes, 09/18/2017. Device evaluated by manufacturer: yes. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
**Other devices involved in this event. (B)(4) - battery / catalog number 1650de / expiration date: 06/30/2017. UDI #: unk. Device available for evaluation?: no, no, not returned to manufacturer. Device manufacture date: unk. Labeled for single use?: no. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: 06/30/2017. (B)(4). Device available for evaluation?: yes, 02/14/2017. No, device evaluation anticipated, but not yet begun. Device manufacture date: 06/02/2016. Labeled for single use?: no. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: 03/31/2017. (B)(4). Device available for evaluation?: yes, 2/15/2017. No, device evaluation anticipated, but not yet begun. Device manufacture date: 03/04/2016; labeled for single use?: no. (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries and controllers available at all times. Also stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient is reporting that two batteries ((B)(4)) are either not recognized by controller or if they are recognized they are discharging quickly. Patient is very reliable and insists, that problem is with this two batteries only, and there are no signs of battery switching. However, preliminary log file analysis confirmed that another two batteries ((B)(4)) were involved in power switching. It was stated that there were no effect on patient. No additional information available.